Event description:
Information received from the field notes that during a routine follow-up, ventricular lead impedance measured at 541 ohms. A subsequent reading revealed 1990 ohms. A ventricular egm showed events of inconsistent amplitude, but no noise. A previous visit in august 2005 also showed an impedance of 1900 ohms. The patient was not pacemaker dependent and was reluctant to have surgery for lack of insurance. The patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received